Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the sheath was stuck in the pushwire. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm at the ba (basilar artery) tip with a max diameter of 9mm and a 5mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that while inserting the product into sl10, the introducer sheath was stuck in the proximal portion of the delivery pushwire when the introducer sheath was removed, and the coil was detached in the microcatheter. The coil remaining in the microcatheter was pushed forward with the delivery pushwire and implanted in the aneurysm. The coil was placed in the expected position. No additional surgical or medical procedures were performed. The delivery pusher was not deformed or damaged. There was no resistance during delivery. The coil was not relocated and they did not try to detach the coil. The delivery pusher was not rotated inside the patient's body. The flush was performed during the procedure without interruption. No patient symptoms or further complications were reported as a result of this event. The device was prepared according to the instructions per the IFU. When the sales rep checked the situation with the doctor again, it was found that this malfunction was a human error. It seemed that the assistant doctor bent the delivery wire when inserting the coil. Therefore, the delivery wire has been discarded and will not be sent to the analysis center.